Event description:
Complainant alleged that during a routine shift check by a clinician. The device displayed ¿pacer fault 116¿ and ¿defib fault 72¿ messages. Complainant indicated that there was no pt info involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.